Event description:
It was reported in a literature publication that a retrospective clinicoradiographic analysis of 58 ambulatory adult patients who underwent primary surgery for adult scoliosis was performed. Thirty-eight patients underwent lower thoracic (lt) posterior instrumented fusion to the sacrum. Thirty-five of the 38 patients in the lt group received rhbmp-2/acs. Mean age was 55.9 yrs. All patients were fused with locally harvested autogenous bone graft as well as frozen femoral head allograft. In addition, 21 patients had rhbmp-2/acs alone, and 11 patients had rhbmp-2/acs and iliac crest autograft. Six patients had perioperative complications (occurring during surgery and up to 6 weeks post-op). Of the 6, 1 was classified as a "major" complication.

Manufacturer narrative:
Literature article citation: o'shaughnessy et al. Does a long fusion "t3-sacrum" portent a worse outcome than a short fusion "t10-sacrum" in primary surgery for adult scoliosis?. Spine (phila pa 1976). 2011 sep 30; doi 10.1097/brs.0b013e3182376414. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.